Manufacturer narrative:
No cycling numbers noted. No button error alarm noted. All buttons functioned properly; however, unit had corroded keypad traces. Unit had battery tube threads cracked, cracked reservoir tube lip, minor scratched lcd window and missing end cap sticker. (B)(4).

Event description:
Customer reported via phone call to have experienced keypad anomaly. Customer reported that the up arrow button became stuck and numbers continued to scroll on display screen even after battery change. Customer reported to have also received a button error alarm. Customer's blood glucose was 165 mg/dl. Customer does not know what caused anomaly. After troubleshooting, customer was advised that insulin pump would need to be replaced.